Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device and compared to another meter (unspecified onetouch meter). The reporter claimed obtaining blood glucose readings of "186 mg/dl¿ with the subject meter and ¿101 mg/dl¿ on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter also claimed the subject meter read "very high" compared to another device. Exact readings were not provided. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.